Event description:
It was reported that an ilet bionic pancreas user received a ¿high¿ glucose indication consistent with glucose above 400 mg/dl shortly after a larger-than-usual breakfast announcement during the learning phase, with subsequent continuous glucose monitor readings trending down from 348 mg/dl to 191 mg/dl after monitoring and education on consistent meal sizing. Symptoms included hyperglycemia. Outcomes included receipt of a high glucose alert and resolution of hyperglycemia with observation only, without hospitalization or medical intervention. Investigation included troubleshooting and user education on meal announcements and carbohydrate consistency during the learning phase. Investigation of this case revealed no device malfunction and indicated probable user-related contributing factors associated with inaccurate meal sizing during early algorithm adaptation. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error in meal announcement during the learning phase.